Event description:
It was reported that a pt in surgery experienced an asystole event presumed to be due to a blocked breathing circuit. A code was called and epinephrine was used to restore the pt's heart beat. The pt was also placed on a ventilation bag until an alternate breathing circuit was connected. The pt was successfully resuscitated and was sent home. The connection to the oxygen source was via an anes circuit (anesthesia circuit) containing an in-line moisture filter (hme filter). Upon inspection, the 5701 hme filter within the anesthesia circuit was found to be occluded by a piece of plastic membrane.

Manufacturer narrative:
The hme filter was shown to a ge healthcare employee and photographs were taken. The filter remained with the site. The photographs were evaluated by ge healthcare engineers. Samples from in-house inventory were drawn per a sampling plan and evaluated. It was determined that a plastic membrane occluded the majority of the internal opening of the filter. The root cause is believed to be that the position of the mold and the torque applied to the mold during the plastic housing manufacturing were not set properly resulting in a remnant plastic membrane. It was determined that the part inspection process was not adequate to detect this defect. The affected products were placed on ship hold to contain the defect. All potentially affected parts still in ge healthcare's possession have been reworked and re-inspected per a new test procedure. Ge healthcare has initiated a recall of the potentially defective units under correction/removal number 2242551-04/29/11-004-r. It was determined during evaluation that the filter was manufactured sometime between (b)94) 2011 and (B)(4) 2011.